Event description:
It was reported that difficulty irrigating the catheter occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Following preparation and flushing of the catheter, the catheter was brought to the surgical table. The drip line was connected to the catheter; however, the drip could not be seen as flowing through the catheter. The drip line was disconnected and reconnected several times with no success. The physician attempted to flush the side port but was unsuccessful. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no outer abnormalities. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. Subsequently, a flushing test was performed through the irrigation port. Irrigation was observed with the catheter in the undeployed state, but not in the basket or flower configurations. Dissection of the catheter revealed a kink in the flush lumen. The reported event was confirmed via analysis. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that difficulty irrigating the catheter occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Following preparation and flushing of the catheter, the catheter was brought to the surgical table. The drip line was connected to the catheter; however, the drip could not be seen as flowing through the catheter. The drip line was disconnected and reconnected several times with no success. The physician attempted to flush the side port but was unsuccessful. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter was returned for analysis.